Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump had intermittent power. The reporter stated the pump powered down twice, without emitting a replace battery alarm first, after two battery changes with energizer lithium batteries. The reporter stated the battery cap was never changed. Animas pump guidelines recommend battery cap change every six months. The reporter denied damage and moisture to the pump or battery cap. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/31/2013 with the following findings: the pump black box showed evidence that power events had occurred. The battery compartment and cap were observed to be undamaged and able to fit securely. The battery cap contact measurements were within specifications. The pump powered on and displayed the verify screen. The battery cap was tightened and then unscrewed half way with no reboots occurring. The ez-prime steps were performed and the pump was exercised for 24 hours with no evidence of power interruptions observed during the test. The pump cover was removed and no intermittent condition to the power circuit was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.